Event description:
It was reported the gastrointestinal videoscope presented no image. The issue occurred during maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: u plug unit and ad substrate are not good, causing image blackout. The presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.